Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. Iris damage is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that the procedure was aborted due to the patient's head position. During the procedure a 1 mm surface tear of the iris root was reported. The severity was noted as mild and the patient did not require any intervention. The patient was monitored and was reported to be unchanged on (B)(6) 2013, improved on (B)(6) 2013 and the adverse event was reported to have resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event.